Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with her transmitter charging. The customer's sensor glucose reading was 39 mg/dl but her blood glucose level was 300 mg/dl. The customer had the paramedics come out due to a low blood glucose level of 12 mg/dl. This occurred the first week of april. The device was not returned.